Manufacturer narrative:
Related MFR # 2916596-2023-08598. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient presented to clinic reporting alarming while on mobile power unit (mpu) for 3 days. Alarming was able to be replicated in clinic. It sounded like red heart hazard alarm, but no message on screen or red heart illuminating on system controller. No alarm was noted on batteries. The patient then was connected to power module in clinic. Alarming was able to be replicated, but no alarm banner, no red heart illuminated on the controller, and not registering on interrogation log file. The controller and modular cable were exchanged in the clinic. No alarms were noted since exchange. The event log file contained history from (B)(6) 2023 17:10:41 - (B)(6) 2023 9:41:34. There were no unusual alarms recorded during this history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent auditory alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was connected to a test system monitor, test power module, and test mpu, and the reported event was reproduced by manipulating the black power cable. Visual inspection of the controller's black power cable did not reveal any damage to the outer jacket of the cable; however, further evaluation of the underlying wires on the black power cable revealed that the yellow, alarm out, wire was broken and the inner conductors were exposed. The damage to the wire was observed directly next to the strain relief on the housing side of the cable. Further inspection of the damaged wire indicated that the exposed inner conductor of the yellow wire could short to the shielding, which would result in the reported auditory alarms. The log files contained approximately 1 day of relevant data combined ((B)(6) 2023 per the timestamps). The pump maintained a speed above the low speed limit without issue while the driveline was connected. The reported event was determined to be caused by a break in the alarm out wire in the controller¿s black power cable. It should be noted that at the time of the reported event the system controller had been in use for approximately 4.5 years, and although not conclusively determined, repetitive flexing of the strain relief during use over time may have contributed to the observed underlying wire damage. Incidental finding revealed a green fluid substance consistent with fluid ingress was also observed to be coating the underlying layers and wires of both power cables. Additionally, the strain reliefs on the connector side of the white and black power leads were also observed to be broken. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.